Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. The stent is not deformed or damaged and was properly crimped in between the two radiopaque markers. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, the actual complaint event cannot be reconstructed.

Event description:
An orsiro drug-eluting stent was chosen for treatment. During unpacking, the stent was stuck in the stent protector and fell off table when trying to get it unstuck.